Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the oxygen (o2) sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) failed calibration. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.